Manufacturer narrative:
A device history record (DHR) review was not performed as the lot number was unknown. The device was not returned for evaluation. Images and medical records were not provided. The investigation is inconclusive for the alleged perforation of the ivc and limb detachment as no objective evidence was provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk g2x vena cava filter allegedly perforated and detached. The detached limb migrated to an unknown location. The current status of the patient is unknown. This information was received from one source. Patient age, weight, and gender were not provided.

Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Medical records were provided. The investigation is inconclusive for filter detachment and perforation of the inferior vena cava(ivc). A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model g2x vena cava filter allegedly perforated and detached. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age of 225 lbs female patient was not provided.